Manufacturer narrative:
This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07043. That number had already been submitted for model 9800 submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.

Event description:
The c-arm will intermittently hang up during the boot cycle or after booting will reset itself and go into a boot cycle all on its own. There has been no pt injury as a result of this problem.